Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, two leaks were reported in the supply line of the homechoice cassette which is known to cause this alarm. The cause of the leaks could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that during therapy there were "two minor leaks" in the supply line of the homechoice cassette that led to this alarm. The hp reported a mistake was made when connecting the bags and as a result the hp disconnected and reconnected the bags. The hp reported the leaks were not at the connections. Renal therapy services (rts) advised to drain using manual supplies and that the hp should not disconnect and reconnect after prime. Rts reviewed proper procedures per the user manual with the hp and to contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.